Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) with moderate calcification. A 2.25x8 mm xience pro stent delivery system (sds) was implanted; however, it was noted after use that the device is expired. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2017 clarifier = use after expiration. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.